Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device visual examination of the staple cartridge noted that the device was partially fired with the interlock engaged. Additionally, the device had damage to the cutting edge of the knife blade noted during microscopic inspection. The jaws were open and the distal sutures were intact. The device was loaded into a post market vigilance instrument for functional testing. The device was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device had a poor staple formation and the distal staple line was incomplete. Another device was used in order to complete the case. There was no patient injury.